Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is completed a supplemental report will be filed. No conclusion can be made at this time. [Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release].

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was scratched and unable to be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the display lens was found to be scratched.